Manufacturer narrative:
Approximately 8 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was noted in the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported the manufacturer representative had a device to return. No further information was provided in the nature for this return.